Manufacturer narrative:
(B)(6). Occupation: retailer/dealer/distributor. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the dressing is sealed in the seam (weld) which makes it difficult to open the bag and remove the dressing. A photo depicting the reported complaint issue was provided by the complainant.